Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels of up to 270 mg/dl and insulin injections were administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.